Manufacturer narrative:
A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of a supplemental emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA: 8666) investigation to determine the root cause for why a supplemental emdr was not previously submitted to the FDA in accordance with boston scientific's established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Aware date in the initial report was incorrect. The correct aware date for the initial report is 26 nov 2024. Additional information provided in block h6.

Event description:
The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within the expected range. The ipg remains implanted in the patient and delivering therapy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past 2 months from date manufacturer was made aware.

Event description:
The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within the expected range. The ipg remains implanted in the patient and delivering therapy.

Event description:
The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log and all impedances were within the expected range. The ipg remains implanted in the patient and delivering therapy.

Manufacturer narrative:
Aware date in the initial report was incorrect. The correct aware date for the initial report is 26 nov 2024. Correction in blocks e1, e2, e3, h7 and h9. Additional information provided in block h6.